Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/02/2015 with the following findings: the pump history showed that the pump was manually suspended on (B)(6) 2015 at 02:34; deliveries never resumed. A replace cartridge alarm was recorded on (B)(6) 2015 at 08:01; deliveries resumed at 13:22. A replace cartridge alarm was recorded on (B)(6) 2015 at 07:08; deliveries resumed at 07:34. The pump was exercised for 24 hours with a 2.0u/hr basal rate and at the end of testing the basal history correctly showed 2.0u and the total daily dose (tdd) showed 48.0u. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 493 mg/dl with extreme drowsiness and symptoms of dehydration (dizzy, lightheaded) associated with an inaccurate delivery issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal history did not match the active basal program. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue to the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.